Event description:
The 90% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. The 12mm x 3.00mm nc quantum apex balloon dilatation catheter was used for pre-dilatation and ruptured at 10atms upon the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).